Event description:
It was reported due to the pt's recent weight loss, the pt experienced unwanted left rib stimulation due to the leads upward migration. During plastic surgery to remove the pt's excess skin after the weight loss, the physician pulled back the leads and replaced both extensions in the process. The pt recovered without sequela.